Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-14363. It was reported that the patient experienced a pulmonary embolism following the trial procedure. In turn, surgical intervention was undertaken wherein the leads were explanted on an unknown date. Patient is currently on anticoagulant therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the issue has reportedly resolved.